Event description:
It was reported the customer received a compromised force sensor system alarm during the prime rewind process. Customer's blood glucose was 112 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also reported their insulin pump had cracks and missing pieces around the battery and reservoir compartment. Customer stated the damage was from wear and tear. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump was received with broken battery tube threads, a cracked reservoir tube and tube lip, a broken belt clip slot and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.